Event description:
It was reported that the customer experienced a low blood glucose of 55 mg/dl after not eating, followed by coffee with sugar that raised bg to 285 mg/dl, after which the system¿s correction algorithm appeared to overcorrect and contribute to the low; the customer treated the low with oral glucose in the form of candy, and education on hypoglycemia treatment and meal announcements was provided with additional training assigned. Symptoms included hypoglycemia with shakiness. Outcomes included no health consequences or lasting impact once bg trended upward and symptoms resolved. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available regarding a device malfunction, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.